Event description:
It was reported that the user received a dexcom g6 transmitter low-battery alert while using the ilet system and experienced a low glucose value of 58 mg/dl, with the low glucose lasting approximately one hour. The user was unable to confirm the glucose value with a fingerstick and was advised to replace the transmitter and contact the distributor or dexcom as needed. No clinical symptoms were reported. The low glucose was corrected with carbohydrate intake, and no outside assistance or medical intervention was required. Troubleshooting was performed, and education was provided regarding continuous glucose monitor transmitter end-of-life and low glucose management. Investigation revealed a cgm transmitter battery end-of-life condition concurrent with hypoglycemia; however, the cause of the hypoglycemia could not be determined. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.